Manufacturer narrative:
Additional information was received that the patient reported that the cause of the neurological symptoms, multiple sclerosis (ms) and walking problems were experienced prior to the trial procedure. The physician believed that the fall was not procedure related. The leads were placed as normal and procedure went well.

Event description:
A report was received that following a trial lead pull the patient experienced issues with his muscles and suffered a fall. It was unknown if the symptom was device or procedure related. The patient was admitted to the hospital and underwent physical therapy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50e, serial#: (B)(4), description: trial linear st lead, 50cm.

Event description:
A report was received that following a trial lead pull the patient experienced issues with his muscles and suffered a fall. It was unknown if the symptom was device or procedure related. The patient was admitted to the hospital and underwent physical therapy.